Event description:
It was reported that pump declared a cartridge change error and caller was unable to successfully load cartridge despite following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, completed new cartridge fill, and was informed that pump needed replacement within warranty, with customer using multiple daily injections as backup therapy while technical support arranged replacement and provided storage and return instructions for problematic pump.